Event description:
It was reported that the (B)(4) silicone single piece lens tore coming out of the cartridge. The lens was inserted and removed without any patient injury. Another same model lens was implanted. This customer prefers to use a competitors cartridge with this lens and is aware that this is off label use.

Manufacturer narrative:
Evaluation, results: visual inspection of the returned lens showed a haptic was torn off and missing and there was a clear surgical residue on the lens. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. No known consequences or impact to the patient. Torn material. (B)(4).